Event description:
The conductive pin in the power plug/transformer broke off and was left in the wall outlet creating an energized exposed conductive surface protruding from the wall power outlet. The plastic part that secures the pins seem quite fragile relative to the use environment. The pin design also appears fragile for the use environment. These transformers are used with kangaroo feeding pumps and incorporate an adapter plug assembly to allow different plug styles such as used in other counties to be used.manufacturer response for enteral feeding pump, kangaroo (per site reporter).====================== offer to maybe provide more outlet adaptors or power transformers as spare parts while unit under warranty.